Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted for an unknown reason. It was the patient's second device that was removed, the patient had a third device of the same model implanted. Further investigation revealed this device was explanted due to an infection. No additional adverse patient effects were reported.